Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device broke while being use in the removal of the gallbladder without the surgeon exerting too much traction. The gallbladder was removed manually in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The shrink wrap joining the two metal halves was stretch and torn. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the metal ring encounters an obstruction during retraction, which necessitates the use of excessive force causing the shrink wrap of the metal ring to stretch and ultimately rip. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.